Event description:
Same case as # 2029214-2006-00004. Another coil (e-8-20-t18) was also delivered and reported during repositioning, the coil stretched and broke 1/2 in fistula and 1/2 in venous system. Physician was also not able to retrieved this coil. The pt status was reported as "did not suffer any disabilities" as a result of this event.